Event description:
(B)(4) it was reported by the consumer that the unspecified power wheelchair joystick would intermittently display error codes or become blank, and afterwards, it would stop. There was no patient injury reported.